Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed due to the defective outer controller. The field service engineer replaced the outer controller on drawers, referred to as the med bank, and configured both drawers accordingly. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis medbank tower drawers 7 and 8 were not opening. The customer logged in via lmi and found that the drawers were a yellow status. A field service engineer confirmed that the drawers were malfunctioning. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medbank es system that drawer 7 and 8 are not opening, logged in via lmi and found drawers are yellow status, a field service engineer reported that the drawer was malfunctioning, preventing access to medications from units seven and eight. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer is unable to be accessed in order to provide the medication. The field service engineer replaced the outer controller on drawers seven and eight, referred to as the med bank, and configured both drawers accordingly. The system functioned as intended after field service engineer troubleshooting.